Manufacturer narrative:
The product has not been returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.

Event description:
It was reported that the customer received a low power alert at battery level 25%. The customer charged the battery to 100%; however, the alert could not be cleared. During troubleshooting with tandem technical support, the alert was cleared. There was no reported impact to customer's blood glucose level.